Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised physio-control that she opened the device to perform a visual inspection and could see some damaged components. Physio provided the biomedical engineer with technical assistance, as well as service options available for their device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that the device was not repaired and instead traded in for a new unit. No further details were provided. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.